Manufacturer narrative:
H3: specific device information was not provided. The cause of the patient's condition and revision surgery as related to the devices cannot be conclusively determined, insufficient information. These devices are used for treatment not diagnosis.

Manufacturer narrative:
Concomitant medical products: 0681273 100-28-05 - cocr femoral head 28mm +5mm neck 0630084 114-31-05 - acumatch p-ser porous hi offset w/o col, sz 5 0627799 120-01-58 - acumatch cluster cup porous coated 58mm 0421998 120-65-15 - bone screw 6.5mm dia x 15mm long 0634884 120-65-30 - bone screw 6.5mm dia x 30mm long 0594998 csk-1665 - acumatch 15 deg liner, sz h, 28mm ID additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
This reported event occurred due to an explanted devices being returned under a "return goods authorization", that was assigned for other devices. Damage observed indicated they ware explanted devices, a revision had occurred. Initial implant date is (B)(6), 2005. Explant date unknown. No further information known.